Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain, chills and coughing. Four days prior to the receipt of this report, the pt was hospitalized for peritonitis and an upper respiratory infection. On an unreported date, the pt was treated for the peritonitis with ¿mini¿ ciprofloxacin (250mg, 6 tabs daily by mouth), and at the time of this report, treatment was ongoing. On an unreported date during hospitalization, the pt received unspecified antibiotics in the pd bag (dose and frequency not reported). The cause of the peritonitis was unknown, further described by pt as caused by ¿germ in air which started as a respiratory infection and then turned into peritonitis.¿ five days after being admitted to the hospital, the pt was discharged. At the time of this report, the peritonitis was ongoing and the pt was improving. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.